Event description:
Imp #(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded error logs did not confirm a system failure in the device which triggered the alarm. All investigation attempts to replicate the fault as well as a visual inspection determined the device is operating without fault. Based on the info provided by the user, it is possible that the low peep pressure warning alarm was triggered due to a leak in the circuit during use. (B)(4).